Event description:
It was reported the patient¿s device was explanted on (B)(6) 2013. It was stated the reason for removal was dislodgement or positioning difficulty of the lead, extension or accessory. It was noted the patient recovered without sequelae.

Manufacturer narrative:
Product ID: 3095, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
Final device analysis of the extension revealed the following: no anomalies found.